Event description:
It was reported that the protective stent sheath of the multi-link 8 was removed without resistance. After prepping a 4.0x23 multi-link 8 (ml8) stent delivery system (sds), and placing a non-abbott embolic protection device, the ml8 sds was advanced onto a hi-torque traverse guide wire and into a non-abbott guiding catheter. The ml8 sds crossed a non-calcified, eccentric, 90% stenosed, 20-millimeter-long, de novo lesion in the non-tortuous distal right coronary artery which was 4-millimeter in diameter when it was angiographically noted that the stent was not on the balloon. The ml8 sds was withdrawn from the anatomy and the dislodged stent was found outside of the anatomy, inside of the protective sheath packaging. The procedure was completed using a 4.0x26 non-abbott sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: traverse; guide cath: launcher jr4.0 6fr; other: filtrap. (B)(4). Evaluation summary: the complaint device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multilink 8 instructions for use states: prior to using this device, carefully remove the system from the dispenser and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.